Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of perforation, cardiac arrest and cardiac tamponade are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Event: the perforation and cardiac tamponade occurred on (B)(6) 2019, not on (B)(6) 2019 as the prior report had stated.

Event description:
It was reported that two xience stents, sizes 3.5x33 mm and 4.0x23 mm, were implanted overlapping each other in a very calcified left anterior descending coronary artery (lad). A large perforation occurred as a result of post dilatation with a non-abbott 5.0x12 mm balloon dilatation catheter. The physician tried to seal the perforation with a 3.5x20 mm non-abbott stent, but it did not seal the perforation. The patient went into cardiac arrest. Defibrillation was performed for resuscitation. Red blood cell transfusion was administered. After several attempts to seal the perforation were unsuccessful, the physician decided to send patient to the operating room for coronary artery bypass surgery. The patient is still hospitalized, but the patient is in stable condition. In the opinion of the physician, the perforation was caused by the 5.0/12mm non-abbott balloon dilatation catheter and was not related to the xience stent. Subsequent to the previously filed report, additional information was received on 8/26/2019 that on 7/26/2019, after the coronary perforation occurred, it resulted in cardiac tamponade and cardiac arrest. Emergent pericardiocentesis was performed and the patient was started on ECMO support. A covered stent was implanted, but the bleeding continued, which was treated surgically to close the perforation. Bypass surgery was also performed. The patient condition improved and ECMO support was discontinued on (B)(6) 2019, but the patient also had a significant liver rupture (injury) caused by the mechanical heart massager that was used during cardiac arrest. The liver injury resulted in acute hepatic insufficiency and multi-organ failure and sepsis. Two abdomen surgery revisions were performed, but the acute liver failure combined with sepsis led to the patient's death in the hospital on (B)(6) 2019. In the physicians opinion, the xience sierra stents did not cause or contribute to the death. Subsequent to filing the previous report, it was noted that there was an error. The coronary perforation, which resulted in cardiac tamponade occurred on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2019, after the coronary perforation occurred, it resulted in cardiac tamponade and cardiac arrest. Emergent pericardiocentesis was performed and the patient was started on ECMO support. A covered stent was implanted, but the bleeding continued, which was treated surgically to close the perforation. Bypass surgery was also performed. The patient condition improved and ECMO support was discontinued on (B)(6) 2019, but the patient also had a significant liver rupture (injury) caused by the mechanical heart massager that was used during cardiac arrest. The liver injury resulted in acute hepatic insufficiency and multi-organ failure and sepsis. Two abdomen surgery revisions were performed, but the acute liver failure combined with sepsis led to the patient's death in the hospital on (B)(6) 2019. In the physicians opinion, the xience sierra stents did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H3 other text: the stent remains in patient.

Event description:
It was reported that two xience stents, sizes 3.5x33 mm and 4.0x23 mm, were implanted overlapping each other in a very calcified left anterior descending coronary artery (lad). A large perforation occurred as a result of post dilatation with a non-abbott 5.0x12 mm balloon dilatation catheter. The physician tried to seal the perforation with a 3.5x20 mm non-abbott stent, but it did not seal the perforation. The patient went into cardiac arrest. Defibrillation was performed for resuscitation. Red blood cell transfusion was administered. After several attempts to seal the perforation were unsuccessful, the physician decided to send patient to the operating room for coronary artery bypass surgery. The patient is still hospitalized, but the patient is in stable condition. In the opinion of the physician, the perforation was caused by the 5.0/12mm non-abbott balloon dilatation catheter and was not related to the xience stent. No additional information was provided.